Event description:
The customer stated that his blood glucose readings had been higher than usual. While troubleshooting, he performed control tests and received results of 187 and 193 mg/dl. The normal control range was 106-147 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.